Event description:
Patient presented to the physician with tongue weakness and slurred speech. Physician prescribed a steroid.

Event description:
Patient presented to the physician with tongue weakness and slurred speech. Physician prescribed a steroid.